Event description:
The patient was implanted with a left ventricular assist device (lvad). The surgeon reported that after 2 years of support, the patient presented with red heart and low flow alarms with pump stoppages while connected to the power base unit (tethered support). The patient was switched to battery support and the alarms subsided. A potential compromise in the percutaneous lead is suspected.

Manufacturer narrative:
The patient continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.